Event description:
The customer reported that the CT table started elevating without command during a cryoablation procedure. The procedure was being performed on an anesthetized pt to freeze and ablate a renal mass detected in the pt's kidney. The vascular radiologist was using the CT for imaging to pinpoint the tumor. During the procedure, the radiologist successfully placed three probes into the renal tumor. The staff, consisting of the anesthesia team, vir techs, nursing staff, and CT tech, stepped out of the room after probe placement and initiated the freezing process of the anatomy. At this time, the doctor noticed the table was rising without command. The doctor and CT tech rushed into the room and hit the down button on the control panel without success. The CT tech pressed the emergency button which halted the table motion. As a result of the incident, one probe was bent while the remaining two were driven further into the tumor. There was no reported injury to the pt or bleeding due to the probe. Additionally, there was no report that the incident necessitated any medical intervention.

Event description:
Reporter alleged obtaining the results of over 300 mg/dl and 190 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.